Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported failure and replaced the high-resolution stereo viewer (hrsv) as a fix. The system was tested and verified as ready for use. The product has been received for evaluation, but failure analysis has not yet been completed. A follow-up MDR will be submitted post-evaluation and/or if additional information is received. No image or video clip for the reported event was submitted to isi for review. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the procedure log showed the listed console surgeon performed this hysterectomy (benign) surgical procedure on (B)(6) 2022 with system sk1091. This complaint is considered a reportable event due to the following conclusion: the surgeon side console (ssc) right eye image did not function as expected. Although the surgeon was able to continue the procedure with one eye, system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy (benign) surgical procedure, the right eye image from the surgeon side console (ssc) was blacked out after docking. The customer confirmed there was no image issue at the vision side cart (vsc) monitor. An isi technical support engineer (tse) reviewed the log and confirmed there was no related error occurred. The tse advised the customer to perform a power cycle of the system and also a hard power cycle of the surgeon side console (ssc), but the issue was still not resolved. The customer elected to continue the procedure with only the left eye on the ssc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the customer did not check the system functionality prior to starting the procedure. The system initially powered on without errors. The customer was not able to see through the high-resolution stereo viewer (hrsv). The customer performed a power cycle of the system and a hard power cycle of the ssc, but the issue was not resolved. The procedure was completed robotically with only the left eye. There was no harm or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. There was no image displayed when the hrsv was connected. The main board was defective.